Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited high fill volumes, the freedom driver continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited high fill volumes while supporting the patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported issues, chirping and high fill volumes, were partially reproduced during the investigation. Visual inspection could not identify any damage or abnormalities. Functional inspection and an extended run were able to identify high left arterial pressure (lap) values. The root cause of the reported high fill volumes could have been caused by the elevated lap values associated with a malfunction of the piston cylinder assembly (pca). The customer-reported chirping sounds could not be confirmed or reproduced. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The customer-reported issues, chirping and high fill volumes, were partially reproduced during the investigation. Visual inspection could not identify any damage or abnormalities. Functional inspection and an extended run were able to identify high left arterial pressure (lap) values. The root cause of the reported high fill volumes could have been caused by the elevated lap values associated with a malfunction of the piston cylinder assembly (pca). The customer-reported chirping sounds could not be confirmed or reproduced. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.